Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter detached from the connector was confirmed, but the exact cause could not be determined. One 4fr s/l groshong nxt connector was returned for investigation. The connector was received assembled and attached to a statlock stabilization device. A 59.8cm segment of 4 fr groshong tubing, which contained the 3-position valve, was received separate from the connector. No portion of the catheter was observed within the distal end of the connector. The connector was disassembled, and a visual observation confirmed that no portion of the catheter was attached to the connector. The compression sleeve was positioned within the tapered region of the connector. The distal connector was sectioned longitudinally. The length of the blue compression sleeve, the outside diameter of the metal cannula, and the outside diameter and wall thickness of the catheter were within specification. A tactual investigation revealed elastic weakness in the proximal 3cm of the catheter, which suggests that the catheter was subject to tensile or pulling stresses, which may have been a factor in the reported event. An improper assembly may have also been a factor in the catheter detachment; however, the cause of the damage could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was placed via median mesothelial vein on (B)(6) 2020. A nurse noticed that the catheter came off from the catheter connector so that removed the catheter on (B)(6) 2020. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was placed via median mesothelial vein on (B)(6) 2020. A nurse noticed that the catheter came off from the catheter connector so that removed the catheter on (B)(6) 2020. There was no reported patient injury.